Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported experiencing blood glucose levels in the 300mg/dl range with no symptoms or ketones. The pt gave a correction by injection. When completing set-up the pt noticed insulin leaking in the cartridge compartment. No adverse event associated with this complaint. This complaint is being reported due to a leak from the cartridge.